Event description:
Distributor contacted dexcom technical support (B)(6) 2015 to report on behalf of patient a broken sensor wire that occurred on (B)(6) 2015. The patient claimed that they received a sensor failure message and then noticed that the sensor wire was broken. The patient further reported that they were receiving readings from the sensor prior to the sensor failure message being displayed. At the time of contact, the distributor did not report any injury or medical intervention on behalf of the patient.

Manufacturer narrative:
(B)(4).